Event description:
Boston scientific received information that the patient had infection. There were no additional adverse effects reported. Attempts were made to obtain additional information but were unsuccessful. All available information indicates that the product remains in service, as there was no enough evidence to suggest that the product was explanted and out of service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.